Event description:
I used renu with moisture loc saline solution for contact lenses and bausch & lomb renu rewetting and lubricating drops from march 2004 to july 14, 2006. I have seen an optometrist and three ophthalmologists regarding eye infections in that time. I have been diagnosed with conjunctivitis, bacterial & viral keratitis, corneal ulcers and corneal scarring. I was placed on an anti-funal therapy after tobramycin ophthalmic solution .3% did not fully cure the infection in my eyes. My symptoms had begun as redness, a sensation of something gritty in my eyes and extreme sensitivity to light. A burning sensation, tearing, and eye pain followed. The next morning, I could open my eyelids! Heavy crusting and a thick yellow discharge were present. The first ophthalmologist was unable to examine my eyes properly because they were swollen shut. He diagnosed me as having a fungal eye infection and prescribed tobramycin ophthalmic solution. I lived in complete darkness and with fear that I may be blind. Three days later, my right eye began to open. It was not until the fifth day that my left eye saw a sliver of light. I wore only my eyeglasses for the next three weeks. I continued with the prescribed eye drops until the bottle was empty. I was still experiencing blurry vision and hypersensitivity to light. Soon redness, a gritty sensation, a burning feeling, and tearing followed. I sought our second ophthalmologist. After an examination, the second ophthalmologist pronounced that I had scar tissue present in both eyes. Found to be particularly heavy in the right eye. In addition, corneal ulcers and corneal erosion was present. He diagnosed my ocular trauma as conjunctivitis and viral keratitis. I am currently experiencing loss of vision, hypersensitivity to light and eye discomfort.